Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in abdomen, its on both sides near fallopian tubes') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), constipation ("constipated"), bromhidrosis ("sweating something awful"), palpitations ("palpitations"), hypertension ("highest my blood pressure got was 170/111") and micturition urgency ("feels like I have to pee (but dont)") and was found to have heart rate increased ("heart rate was 109"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, constipation, bromhidrosis, palpitations, heart rate increased, hypertension and micturition urgency outcome was unknown. The reporter considered abdominal pain lower, bromhidrosis, constipation, heart rate increased, hypertension, micturition urgency and palpitations to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, constipation, bromhidrosis , palpitation, heart rate high and blood pressure high. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: plaintiff fact sheet received. Reporter added, plaintiff address and dob added. Essure indication added. On (B)(6) 2008, she implanted essure. On (B)(6) 2015, she explanted essure. Event abdominal pain lower updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.